Event description:
A customer observed negatively biased qc results using vitros amon slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient results were not affected as the issue was identified prior to any patient results being reported. There was no allegation of harm as a result of this event. This report correspond to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros 5,1 malfunctioned. The investigation determined the root cause of the event to be user error associated with improper on-analyzer storage of the vitros amon slide cart that was used when amon was last calibrated. Acceptable qc was obtained post-calibration, however, when a fresh amon slide cart was put into use, the customer observed negatively biased qc results. Following re-calibration using a fresh amon slide cart, acceptable amon qc performance was maintained.